Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific "corpration" that a hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to perform sphincterotomy, the hydratome failed to cut. Upon inspection, the tech observed that the cutting wire was detached at one end. Reportedly, no part of the device was left inside the patient. The procedure was completed with a second hydratome rx 44. There were no reported patient complications as a result of this event.